Manufacturer narrative:
Product complaint # (B)(4). No device received, investigation complete: the investigation into the reported event has been completed. No device was received for evaluation.

Manufacturer narrative:
Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella sheath site was oozing and the site was sutured with a purse string suture. Blood products given to the patient included two units of fresh frozen plasma, two units of red blood cells, two units of platelets, and one unit of cryoprecipitate. The patient continued to ooze without next steps noted. Next, the patient was taken to the operating room for a non-impella related abdominal surgery for bleeding and the patient was given several units of blood. No further mention of bleeding was noted. The patient expired.